Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported by the affiliate in colombia that during an unknown surgery on (B)(6) 2022, it was observed that the guidewire device was fractured. According to the report, the drill bit was covered with pin that could not be removed. It was reported that the fragment remained inside the bone and the rest of the pin remained inside the drill. The procedure was completed successfully with an unspecified delay. The status of the patient was unknown. No additional information was provided. This report is for one (1) device.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9. H3, h4, h6: product #: 292.62. Lot #: 310p391. Manufacturing site: balsthal. Release to warehouse date: 07.sept.2021. A manufacturing record evaluation was performed for the finished device 292.62 lot number 310p391, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.